Manufacturer narrative:
During follow up with the customer, it was discovered this is a duplicate complaint to medwatch report number 3006260740-2017-01550. As such, a reportable event did not occur.

Event description:
It was reported a tear or a hole was noticed in the cv lumen, more information has been requested.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huap1532 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huap1532) have been reported from the same (B)(6) facility.

Event description:
It was reported a tear or a hole was noticed in the cv lumen, more information has been requested.